Event description:
Caller reported experiencing a cgm error 42, which involved a #g7sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts, who provided a complete pump reset and guided the caller through the process, resulting in the successful resumption of their sensor session without any further error codes appearing.